Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va06mqx, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that this device battery ran down and they were going to replace it but decided wires were not right so they replaced them too. Patient stated she never changed her settings until the battery was going down and later indicated that she actually did change them at very beginning but could not do it herself to hold the thing over the power pack with one hand and hold the patient programmer (pp) in the other did not work. Patient stated this implanted neurostimulator worked ok for quite a while. The patient indicators for use are for urinary dysfunction sacral nerve stim and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.